Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced repeated occlusion alerts with a reported blood glucose of 305 mg/dl on an ilet using an inset infusion set following a recent supply change and also received a restart 38 alert; the user then restarted the ilet and elected to handle the subsequent supply change independently. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included transient interruption of insulin delivery due to occlusion alerts that resolved after a supply change without medical intervention. Customer care provided support that included troubleshooting and user education performed remotely. Investigation of this case revealed an insulin delivery occlusion associated with the infusion set that resolved after replacement, consistent with supply-related flow restriction. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion related to use condition.